Event description:
Account reported that during a procedure involving the vari-lase short kit, the physician removed the laser fiber from the patient and noticed that it was broken. No patient impact was reported.

Manufacturer narrative:
Results and conclusion are pending following the close of manufacturer's investigation.